Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited undersensing. The rv lead also exhibited loss of capture and high thresholds. No patient complications have been reported as a result of this event.